Event description:
It was reported that the user experienced persistent battery issues and frequent automatic restarts with the ilet pump, followed by an alert 38 indicating consecutive stalled motor events, after which the pump could not rewind. Symptoms included none reported. Outcomes included no medical intervention or hospitalization. Investigation included technical troubleshooting and education with setup of a replacement device and connection to the mobile app. Investigation of this case revealed a device malfunction consistent with a stalled motor condition preventing rewind, suggestive of an internal pump motor or drive mechanism issue. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction related to the pump motor stall. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.